Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the pump would ot auto restart after a downstream occlusion alarm, which was confirmed through a review of the event history log and not reproduced. The device was calibrated to ensure proper occlusion detection..

Event description:
During baxter's functionality testing of a spectrum pump, tt would not restart after a downstream occlusion. There was no patient involvement.